Event description:
The pump was returned for investigation. Investigation revealed a dim discolored display screen. This report is made based on results of investigation completed on (B)(4) /2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings:the pump appeared to be intact with no signs of moisture. Pump booted to the verify screen with a dim pink contrast. The pump cover was removed and the oled screen was removed and replaced with a new test screen. Contrast returned to normal with the test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.